Event description:
FAILURE TO OSSEOINTEGRATE.

Event description:
Failure to osseointegrate.The material number has been updated, which is reflected in this followup report.

Manufacturer narrative:
The material number has been updated, which is reflected in this followup report.